Event description:
(B)(6) alleges that her husband was in the yard under the tree and he went to recline the back and he heard a pop and lost all power to the tdxsp-mcg power chair. She had to push him back into the house. (B)(6) states it came back on but she is concerned.